Manufacturer narrative:
Approximate age of device: 21 days.a root cause for the patient¿s gi bleed could not conclusively be determined through this evaluation. The patient remains ongoing on lvad support. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient stated he was in the clinic around 10am and felt fine. That afternoon, around 3pm, he developed extreme dizziness, lightheadedness and almost passed out on 3 or 4 occasions. He had 2 bowel movements with a moderate amount of dark tarry stool with bright red blood mixed. He says he could not even get up, so ems was called for transport. The patient had a high international normalized ratio and gi bleeding requiring 2 units of fresh frozen plasma, and 1 unit packed red blood cells (prbcs) in the emergency room. The patient received a total of 5 units of prbcs and the event was documented as resolved on (B)(6) 2015. The patient's physician noted the relationship to the lvad as ''possibly''.